Manufacturer narrative:
During troubleshooting, the faceplate and backplate were inspected for damage; the diaphragm was inspected and cleaned; the kit and tubing set were inspected, cleaned and reassembled; and breast shield fit was verified. During troubleshooting, it was identified that the port plug/vacuum regulator was broken damaged. As a result, a replacement faceplate was sent to the customer. On 07/27/2017, in follow up with the customer, she indicated that she was diagnosed with mastitis by her midwife and was prescribed antibiotics. She was hospitalized in (B)(6) 2017 for it. Her sonata had already died at that point (filed under separate medwatch 1419937-2017-00212) and her pump in style was giving her suction issues. She feels that her output is not nearly as much with the sonata as with the pump in style. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she has to hold the port plug down on her pump in style breast pump to get adequate suction when double pumping. On 07/19/2017, in a response to follow up regarding return of the pump, the customer reported that she was hospitalized for mastitis.